Event description:
The customer reported that he activated the pod and didn't feel needle fire until after an hour of wear. His blood glucose level reached 400 mg/dl.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.